Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac monitor cannot be charged at all and is unable to power on. No negative impact in state of health reported.

Manufacturer narrative:
Investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "unit cannot be charged" was confirmed. In total the following defect was detected: device does not start up, cannot be switched on. Processor board defective. Based on the defect identified during the technical inspection, it is concluded that the cause of the described fault was a defective processor board. The repair will be covered by the manufacturer's warranty. Should new or additional relevant information become available, we will continue the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).